Manufacturer narrative:
The insulin pump was received with intermittent buttons noted due to peeling and shifted keypad overlay. No scrolling buttons noted and no moisture damage or corroded keypad traces noted. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that their insulin pump was damaged. Customer states that they also had a keypad anomaly. The blood glucose reading is 170 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.